Event description:
A peritoneal dialysis nurse has reported that dialysis solution was leaking out of the tubing set during treatment. Pt was in dwell three of four. Solution was noticed leaking from the tubing set near the heater bag. Pt was given prophylactic antibiotics as a precaution and had no ill effects. Actual sample was discarded by the pt, a companion sample of the same lot number is available.

Manufacturer narrative:
The actual device was not returned to the MFR for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.